Manufacturer narrative:
This case, with patient identifier (B)(6) (lot 492180), is related to case with patient identifier (B)(6) (lot 493753). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 84 mg/dl (with lot number 493753) and 147 mg/dl (with lot number 492180). No adverse event was reported requested return of suspect device and strips, and replacement was sent.